Event description:
The customer received very high ammonia results for one patient sample, she reran the sample when she saw the high result. The initial ammonia result was 335 umol/l (accompanied by a data flag). The sample, repeated on another cobas 6000 c501 module (serial number (B)(4)), gave an ammonia result of 67 umol/l (accompanied by a data flag). The sample, repeated on this cobas c501 module (serial number (B)(4)), gave an ammonia result of 65 umol/l (accompanied by a data flag). The initial result was reported outside the laboratory for this outpatient sample, however, the result was corrected prior to the doctor viewing it. The patient was not affected by the erroneous result. The ammonia reagent lot was 61651401. The field service representative determined the sample probe needed to be flushed and he flushed the sample probe and the primary line. The field service representative also replaced all the seals and squeegees and ran performance tests. Calibration and quality control were also performed and were acceptable.